Event description:
It was reported that the customer's blood glucose level was 465 mg/dl. The customer stated her insulin pump lost power and would not power back on even after three battery changes. Standard troubleshooting was performed. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power alarm was noted. The insulin pump was received with a cracked case at the display window corners and a cracked reservoir tube lip.